Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded inappropriate ventricular tachycardia (vt) events due to atrial undersensing of supraventricular tachycardia (svt). As a result, inappropriate anti-tachycardia pacing (atp) was delivered. It was noted that device reprogramming occurred and the non-boston scientific right atrial (ra) lead sensitivity was adjusted. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.